Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused adenomas in the left kidney, dry mouth/nose/eyes and conjunctivitis. The patient did report to receive medical intervention and is being monitored by a physician. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information received: the manufacturer previously reported this device on MDR 2518422-2022-34028. The MDR was incorrectly filed and is a duplicate to MDR 2518422-2022-34028. Please disregard MDR as it was filed in error.